Manufacturer narrative:
The cage has not returned for evaluation as it remains in siu. Radiograph images were provided which confirm the event of a fractured cage. A review of the device history records could not be performed as the identifying lot number was not provided. Alphatec spine is submitting this report to comply with the FDA regulations 21 cfr 803. Alphatec spine has made reasonable efforts to provide as much relevant information as available. Any field that is left blank was not known at the time of this submission. If additional information is provided, a supplemental report will be submitted.

Event description:
At the 6-week postoperative visit, radiographic imaging revealed a fracture of the expandable cage. Upon retrospective review of the 2-week postoperative radiographs, the fracture was also visible. The patient remains asymptomatic, and there are no plans for revision surgery.